Event description:
It was reported that loss of capture was noted as well as noise on the leads. The patient had a seizure and a temporary pacemaker was placed. It was further reported that the patient had pre-syncope for one week prior to system replacement. The ipg and both leads were explanted and replaced. No further patient complications have been reported as a result of this event. The patient's status was reported as "well". The atrial lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed; (B) (4) distal conductor fractured; full lead returned and analyzed. (B) (4) preliminary analysis found a no output condition. Additional testing determined this was due to lifted hybrid bond wires. (B) (4) it was reported that loss of capture was noted as well as noise on the leads. The patient had a seizure and a temporary pacemaker was placed. It was further reported that the patient had pre-syncope for one week prior to system replacement. The ipg and both leads were explanted and replaced. No further patient complications have been reported as a result of this event. The patient's status was reported as "well". The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. (B) (4) electrical tests performed; (B) (4 )mechanical tests performed. (B) (4 )visual examination: (B) (4) actual device involved in incident was evaluated. (B) (4)component/subassembly failure (select specific code from category d)(B) (4) lead conductor, (B) (4 )device was out of specification in a manner that relates to event; (B) (4)capture, failure to, (B) (4) interference, (B) (4) oversensing.